Manufacturer narrative:
A medtronic representative went to site to test the equipment. Visual inspection revealed damage to x-stage cover from gantry docking pin. Removed x-stage cover and removed dent. X-stage cover reinstalled and a system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the gantry of the imaging system could not be extended forward. The gantry was high enough to be out of collision zone with base. It was reported that there was something at the base where the gantry docks. It was popped up and may have been getting caught on the gantry. When it was pushed back down, the gantry could be extended. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.